Event description:
According to the reporter, in a laparoscopic cholecystectomy, during distal artery clipping, the clip applier was loaded and when attempting to fire, a second clip entered the jaws. The jaws then jammed and could not be closed. The trocar was also stuck to the instrument, and the surgeon had to force the jaws shut in order to remove the trocar from the instrument. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.